Event description:
The patient contacted animas reporting that the pump was suspending itself on its own. At the time of troubleshooting, the patient confirmed that alarm history showed a suspend on (B)(6) 2011 along with other dates in which there was no associated "empty cartridge" alarm prior to suspend. It is not known if the patient was experiencing any issues with the pump's keypad buttons. There was no adverse event associated with this complaint.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was observed to be peeling at the backlight button. The keypad buttons were found to be responding appropriately to presses. The pump was exercised for 48 hours without the pump suspending. The pump was manually suspended and the pump displayed "suspend" with an audible alert every 15 minutes appropriately. Unrelated to the complaint, the display screen was found to be damaged and a large ink spot was observed at the lower left corner.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.